Manufacturer narrative:
Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
Pt status post prodisc-l implantation, presented to doctor for eval of potential allergy to implant material. This is the 2nd of 3 reports submitted on this event.